Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 16, 2024. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h6 (identification of evaluation codes 10, 3331, 213, 4315) the returned sample was inspected upon receipt to show no visual anomalies with the device. After rinsing and drying the sample, the sample was tested for its oxygen transfer performance and carbon dioxide removal performance. The affected sample met factory specifications for oxygen transfer and carbon dioxide removal. The manufacturing and incoming inspection records were reviewed and found to have no anomalies. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3: evaluation is in progress, but not yet concluded.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator fails to get po2 above 100 at the end of the case. No health consequences or impact, product was not changed out, procedure completed successfully.